Event description:
The customer reported being in the emergency room due to low blood glucose. Troubleshooting was performed. The customer stated that she was taking a new medication prescribed by the doctor. The blood glucose reading at time of call was 197mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.